Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-10811. It was reported the patient experienced over stimulation with their scs system. Reportedly, the patient underwent surgical intervention on (B)(6) 2019 wherein the existing paddle lead was disconnected, remained implanted, and the physician connected two new percutaneous leads. The ipg was explanted and replaced. Therapy was restored post operatively and issue was resolved. Additional information received indicated the patient was already scheduled to undergo a full scs system revision to begin treatment for existing and new pain pattern.